Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the thread at the tip of a holding sleeve was broken. It is unknown when the breakage occurred, but there was no patient involved. This report is for one (1) holding sleeve for matrix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device available for evaluation: received july 4, 2017. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part # 03.632.036, synthes lot # 6746386 . Release to warehouse date: 13-dec-2011. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was performed on the returned subject device. The part number 03.632.036, lot number 6746386, retain-sleeve long f/matrix 5.5 was returned with half of the first thread (from the distal tip) broken off. The location of the broken thread fragment is unknown. This complaint is confirmed. No new defects were observed during investigation. A visual inspection under 5x magnification, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken at the tip. The 03.632.036 retain-sleeve long f/matrix 5.5 is an instrument routinely used in the matrix spine system for screw insertion. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Although a definitive root cause could not be determined, it is likely that this complaint condition was due to excessive force/torque applied when threading into a matrix screw, or cross threading between the holding sleeve and matrix screw, causing fatigue at the threads. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.